Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been more than 11 years since the subject device was manufactured. It is likely the malfunction of the control board was caused due to long-term usage.

Manufacturer narrative:
The evaluation found both the front panel and keyboard had no functionality due to a faulty printed circuit (bp) board. There was cosmetic wear on the external housing's top cover and rear panel. The device was repaired to standard specifications and returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera iii video system center's front panel had no functionality. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported.